Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cystolithotripsy, the wire of the ncircle delta wire tipless stone extractor broke near the white handle. As reported the device was removed from patient and another device was used to complete the procedure successfully. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec conclusion code - cause not established (4315). Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, review of specifications and manufacturing instructions. One package labeled rpn ntsed-024115-udh and label lot 8695354 was received. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The mlla [male luer lock adapter] is finger tight. The basket sheath is severed 1 mm from the support sheath. There is 1.5 cm of exposed coil. It was noted the one wire in the basket formation is broken/cut. The exposed coils were found to have offset coils. The support sheath is bowed in appearance. A functional test noted the handle does not actuate the basket formation. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 8695354. A search of complaint records found this is the only complaint associated with lot number 8695354. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. It was also noted that one of the basket wires was broken. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the assigned investigation conclusion category assigned is cause not established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last report was submitted on 19jul2018.

Event description:
No new event information has been received since the last report was submitted on 19jul2018.

Manufacturer narrative:
Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 17aug2018 on a report with an incorrect follow up # 2. Therefore, this report is being submitted as a correction follow up # 1. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, review of specifications and manufacturing instructions. One package labeled rpn ntsed-024115-udh and label lot 8695354 was received. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The mlla [male luer lock adapter] is finger tight. The basket sheath is severed 1 mm from the support sheath. There is 1.5 cm of exposed coil. It was noted the one wire in the basket formation is broken/cut. The exposed coils were found to have offset coils. The support sheath is bowed in appearance. A functional test noted the handle does not actuate the basket formation. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 8695354. A search of complaint records found this is the only complaint associated with lot number 8695354 a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. It was also noted that one of the basket wires was broken. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the assigned investigation conclusion category assigned is cause not established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.